Event description:
Caller reported the aviva system gave a blood glucose result of 89 mg/dl at a time when the she had symptoms of hyperglycemia. She reported two minutes later, she took 10 units of novolog based upon her symptoms. Paramedics transported her to the hospital. Hospital system result was 414 mg/dl 15 minutes after the 89 mg/dl. She was admitted for 5 hours, given unspecified IV treatment. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.